Manufacturer narrative:
Additional information for patient 1 will be provided in the medwatch 1823260-2020-02184. During the investigation the qc and calibration data were reviewed and found to be within expectations on august 3. The value (cv<= 0.1 for sodium) is at the upper limit but still within expectations. During the investigation, the error log was also reviewed. The error log shows multiple critical ise errors generated on (B)(6). A critical error is defined in the operator¿s manual as: "the system cannot continue. You must fix the problem and then restart the system." A critical error is designated by a red circle and white "x" on the error log. Reference the attachment for excerpts of the error logs. The error "ise controller hardware problem" means that no ise deproteninizer was detected at ise fluid sensor 1. This is designated as a critical error in the operator¿s manual. The operator did not follow the instructions in the operator¿s manual to fix the problem and restart the system but instead continued to use the instrument to report results. Possible causes for this error are: the deproteinizer bottle on the ise rack is empty. Check probe c (blocked). The restriction in the mixing tower is blocked (clean or replace mixing tower). Check the ise tubing to the electrode block for leaks and blockages. The analysis of the log files of the integra 400 plus sn: (B)(6) shows that the mandatory daily and weekly maintenance actions defined in the operator¿s manual ensure a reliable performance of the instrument were not performed by the operator as required. These include: clean ise tower automatically was due but not performed despite daily reminders from july 25,2020 to august 3, 2020. Activate electrodes was also due but not performed on august 1, 2020, august 2, 2020 and august 3, 2020. Additionally, maintenance activities that are required every 6 months or 150,000 tests were not performed. The last logged maintenance was on january 10, 2020. The next 6- month maintenance which was due in july 2020 had not yet been performed at the time of the event. The reporter also stated that previously the analyzer had issues when performing electrode service. Deproteinizing the electrode was not successful. The ise tubing and liquid level sensor were replaced. August 3, the roche field service representative replaced the ise pump and pinch valve and cleaned the mixing tower and the electrode. With the information provided by the customer and the information obtained through the investigation the most likely root cause is the customer not completing the required daily maintenance and ignoring the multiple repeating critical error messages. The investigation is currently ongoing. If new information is identified in the investigation, a supplemental report will be submitted.

Manufacturer narrative:
The field service engineer determined there was a problem with the pipetting of the deproteinize reagent. The engineer resolved the issue. The first patient sample was repeated on the integra 400 plus, resulting with an na value of 159 mmol/l. The third sample was also repeated, resulting with a value of 139 mmol/l. Controls were within acceptable ranges. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they received discrepant results for three patient samples tested with the na+ electrode on a cobas integra 400 plus. The initial values were reported outside of the laboratory. The samples were repeated on a different analyzer in a second laboratory. The analyzer had an issue when performing electrode service. Deproteinization of the electrode was not successful. The first sample initially resulted with an na value of 143 mmol/l, which repeated as 162 mmol/l. The second sample initially resulted with an na value of 130 mmol/l, which repeated as 142 mmol/l. The third sample initially resulted with an na value of 123 mmol/l, which repeated as 138 mmol/l. The na electrode lot number and expiration date were requested, but not provided.

Manufacturer narrative:
The first patient sample had the following additional test data: bun 55 mg/dl, creatinine 1.7 mg/dl, egfr 48.84 ml/min, total protein 6.4 g/dl, albumin 3.7 g/dl, globulin 2.7 g/dl, total bilirubin 7.58 mg/dl, direct bilirubin 5.21 mg/dl, ast 420 u/l, alt 425 u/l, alkaline phosphatase 91 u/l, k 3.58 mmol/l, cl 114 mmol/l, co2 33 mmol/l, wbc 11880 cell/ul, rbc 5.66 106/ul, hemoglobin 14.7 g/dl. Upon further investigation, an error indicating that the fluid sensor did not detect any deproteinizer occurred on the day of the event. The error is critical, which means, "the system cannot continue. You must fix the problem and then restart the system", as described in product labeling. Before performing service actions, the field service engineer checked the status of the electrodes and all were performing according to specifications. The engineer also replaced the gear pump and valve assembly. The mixing tower and electrodes were cleaned. The instrument was confirmed to be working within specifications. Controls recovered within range. The investigation determined that instrument maintenance was overdue on the day of the event.